Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the device locked and would not function. The case was completed by opening another like device. There was no pt consequence.